Event description:
During a posterior cervical implantation the drill guide was pushing down past the point where it was set to hold. Another guide was selected and the procedure was completed successfully.

Manufacturer narrative:
Information initially reported to synthes on (B)(6) 2010 and determined to be not reportable. On (B)(4) 2010, synthes performed a complaint history review and updated the complaint to reportable based on the complaint trend. Date of this report based on the date of the complaint history review. Subject is an instrument and is not implanted. Device has been returned and has been sent for evaluation. Evaluation has not been completed, no conclusion can be drawn.